Event description:
The new dexcom cgm g7 sensors (for monitoring type 1 diabetes blood sugar levels) display chronically inaccurate blood sugar readings/values. Dexcom's previous sensors (g6) did not have this problem. This is a recurrent problem with dexcom g7 sensors, and is extremely dangerous, especially when the sensor is linked to an automatically adjusting insulin pump (which delivers insulin doses based on the readings/values which the dexcom cgm displays). I am very lucky not to have experienced a medical emergency because of this issue. I have since returned to using dexcom's older and more accurate system (g6). Dexcom's defective g7 sensors are a major health and safety concern, as dexcom advertises that these sensors are more accurate. In reality, they are often inaccurate. I would also like to report that dexcom has changed their sensor replacement policy (for both g6 and g7), refusing to replace defective sensors that cause bleeding upon insertion. This is a major concern, as bleeding is a frequent problem caused by these sensors. My sensor supplies run out quickly because dexcom now refuses to replace their defective products.